Manufacturer narrative:
Batch review performed on 6 june 2024 lot 164036: (B)(4) items manufactured and released on 28-sep-2016. Expiration date: 2021-sep-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 5 years and 7 months after the primary surgery, the surgeon performed a washout and revised the liner. The surgery was completed successfully.